Event description:
The patient reported that the pump was rebooting two weeks prior to contacting animas customer support and that she has been on a back-up plan for insulin delivery due to the rebooting. The patient denied any blood glucose excursions as a result of the rebooting. The patient stated that the pump was beeping and there was no power to the pump; the battery cap was reported to be loose and that the pump would reboot when she tried to tighten the cap. The patient indicated that the yellow o-ring was visible unless she used a coin to further tighten the battery cap, and that the battery cap would not stay secure to the pump. There was reportedly no damage to the battery cap or battery compartment and there was no corrosion found in the battery compartment. It was also indicated that the battery cap and battery was never changed. Customer support (cs) advised the patient of proper procedures for changing out the battery and battery cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the black box revealed that there were no power issues noted with the pump from (B)(4) 2012. The returned battery cap was found to tightly secure to the pump and the yellow o-ring was not visible. The pump was exercised for 24 hours with the returned battery cap and no power loss or rebooting issues occurred. The pump's cover was removed and no moisture was found and there was no damage found to the battery flex. The reported intermittent power issue was not duplicated during investigation.